Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure of the videoscope had image noise was confirmed. Based on the results of the investigation, the probable root cause is component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the videoscope had image noise. The issue was found during inspection for use. There were no reports of patient harm.